Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: on (B)(6) 2017: 29 mg/dl and 230 mg/dl. On (B)(6) 2017: 66 mg/dl and 147 mg/dl. No adverse event reported. Caller declined to return meter and strips; replacement was sent.